Manufacturer narrative:
Investigation summary: no product was returned for investigation. Fever: the cause of the injury was not determined due to insufficient clinical details. Device history review: device passed all post sterile inspection checks.

Event description:
It was reported that the patient was brought into the operating room for upgrade from impella cp to impella 5.5 in setting of cardiogenic shock. It was reported that while on support of the impella 5.5 the patient has a fever/cough and was put on antibiotics. The pump was later explanted and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.